Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported pump was programed to infuse 1012 ml over 24 hours but only approximately 500 ml infused. The pump did not alarm. Continuous infusion rate is 42 ml/hr., total reservoir volume is 1012ml over 24hrs, was given approximate 500ml, air detector is on, upstream sensor is on, length of infusion is 24hrs. The pump was not used to prime the extension tubing. Gravity through the bag was used to prime the line. Patient was not medically affected.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.